Event description:
Note: patient age, gender, weight and sex are unknown. It was reported to boston scientific corporation in 2005, that a leveen superslim needle electrode was used during a radiofrequency ablation procedure in the liver. The complainant stated that when the tine was pulled back during preparation, resistence was felt. The procedure was completed with a second leveen superslim needle electrode there were no patient complications associated with the event.

Manufacturer narrative:
The device was not returned, therefore the cause of the reported event could not be determined. Device not returned.